Manufacturer narrative:
Concomitant devices: motor: s/n (B)(4), MFR date: 05/01/2008 centrimag adult flow probe: serial # (B)(4), manufacture date: 12/01/2005. Device evaluation: the primary console, motor, and adult flow probe were returned for evaluation and were functionally tested together on a test loop. The reported event was reproduced upon manipulation of the flow probe connector after loosening the two set screws. When the flow probe connector was manipulated, the motor stopped functioning and the returned primary console alarmed audibly. When this occurred, the display screen of the primary console also became dark and frozen. The green mains power supply light emitting diode (led) was flashing as intended; however, the system parameters became blank and the buttons on the front panel of the primary console did not function. No data could be obtained from the primary console and the audible alarm could not be cleared. Further examination of the primary console showed that the flow probe connector solder pins on the main printed circuit board (pcb) were worn out. The primary console operated as intended and passed all tests once the suspect main pcb was replaced with a new main pcb. The returned motor and adult flow probe operated as intended throughout the investigation and were found not to be responsible for the reported event. A loose contact at the flow probe connector or socket will result in invalid or missing flow values. At such point in time, the pump may continue to operate even when the flow value is not displayed. The software design interprets invalid or misleading flow values due to a loose contact as a failure and results in the observed dark and frozen display and the audible alarm, triggering the user to switch to a back-up system. The likelihood of a loose contact at the flow probe connection is greater when the flow probe connector is not properly connected to the primary console as described in the operating manual. A review of the device history records for all returned devices revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The primary console is not a single use device. Approximate age of the device is 9 years and 5 months (calculated from the manufacture date of the primary console). The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support on (B)(6) 2017. It was reported that the patient¿s device was being converted from venoarterial extracorporeal membrane oxygenation (ECMO) to peripheral venovenous ECMO support. It was reported that the displayed pump flow read --- lpm; however, the pump was ¿clearly still spinning.¿ the displayed pump speed read --- rpm, and pump stoppage occurred. The patient was on va ECMO support at the time of the event. The new vv ECMO circuit was off for approximately one minute while the primary equipment was exchanged for a backup pump, motor, and console. ECMO support was achieved, and the patient reportedly was not symptomatic or harmed during the event. The clinician from the implanting center was not aware of any faults, error messages or alarms occurring at the time of the event. No additional information was provided.